Event description:
Caller reported a minimum fill notification which did not adversely impact the customer's blood glucose level. Despite attempts to resolve the issue by reloading the same cartridge, it was unsuccessful. Technical support guided the caller through the process of filling and loading a new cartridge, which resolved the issue, allowing for the successful resumption of insulin delivery. The customer requested replacement cartridges and infusion sets after using two cartridges and three infusion sets while troubleshooting.